Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the warning screen, eri/eos, and the patient¿s vocal cord being damaged and the patient not being able to talk was not determined; it was noted that the cause of the ins issues (shifting, poking out from the back and getting stuck on their hip) was normal. The patient was referred to ent and reprogrammed. It was noted that the patient¿s vocal cord damage and not being able to talk, and the ins issues and pain had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/ friend regarding a patient with an implantable neuro stimulator (ins) for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.it was reported that the family/ friend is talking for the patient because her vocal cords were damaged from the breathing tube from the last surgery december 08, 2017. That is what the pain management doctor is telling them, because she never recovered her voice after surgery. Consumer said the patient has infections after every replacement surgery. Consumer said they always give her antibiotics after. Consumer said after the surgery she had two occurrences where the warning screen appears without reason. It was either the error code end of service (eos) or elective replacement indicator (eri) with doctor icon and phone icon. It disappeared but she is concerned why it appeared in the first place. It never happened again. Reviewed the meaning of the eri and eos. Had patient sync programmer with ins to see what came up on the screen and patient got 0.90 volts, program 1 and there was a lightning bolt that indicated the stim was on. Not sure why it appeared and she has not seen it again. Consumer reported that the ins is too big it shifts in the abdominal cavity and pokes out from the back causing extreme pain. The consumer said the ins is located in the lower back on the right side. They made an incision and pushed it toward the abdominal cavity. Partially the ins is to the front and partially to the back. This has been the first time they placed a device there, all the others were placed in the back. The consumer said if she lifts her daughter the ins shifts and sometimes it gets stuck on her hip. Ins causes pain because it is so big. Consumer said she can feel it scrapping and is concerned it will cause ulcers inside. Patient was directed to the hcp regarding the device moving and causing pain. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the healthcare provider (hcp) must have made the pocket so big because every time she moved the patient to like a commode, the device moved inside her to her abdomen in different places. The consumer reported that the hcp put the ins in the abdomen area. The consumer reported that the pain management hcp took x-rays 2-3 weeks ago and it showed the device was stuck under the ribs, but it traveled, it goes up and down to different places, when she laid down it might locate itself to another place. The consumer reported that she felt it poking out all the time. The consumer confirmed that this started on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The consumer reported that the healthcare provider (hcp) must have made the pocket so big because every time she moved the patient to like a commode, the device moved inside her to her abdomen in different places. The consumer reported that the hcp put the ins in the abdomen area. The consumer reported that the pain management hcp took x-rays 2-3 weeks ago and it showed the device was stuck under the ribs, but it traveled, it goes up and down to different places, when she laid down it might locate itself to another place. The consumer reported that she felt it poking out all the time. The consumer confirmed that this started on (B)(6)2017. The consumer also reported that the patient was unable to speak and writing things down on her ipad. The consumer reported that now she couldn¿t get more than a horse whisper out when she tried to speak. The consumer reported that before implanted with the current ins, the patient was able to speak and able to walk with a walker, not far but she could. The consumer reported that some healthcare providers (hcp) said maybe her pain was causing her not being able to speak. Another hcp said it could be a nerve, nobody knows. The consumer reported that the patient started losing the ability to speak gradually since (B)(6)2017. No further complications were reported.